Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated elevated magnesium results for 2 patients while using the clinical chemistry magnesium assay. The customer provided the following data: sid (B)(6): (B)(6) 2018: initial 6.2 mg/dl, retest 2.3 mg/dl. Sid (B)(6): (B)(6) 2018: initial 6.0 mg/dl, retest 1.8 md/dl. No impact to patient management was reported. No additional patient information was made available.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, service history review, a search for similar complaints, and a review of labeling. Return material was not available. A review of the analyzer service history was performed and it revealed no additional occurrences of discrepant results nor did it identify any additional service or complaint issues that may have contributed to this issue. A tracking and trending review ws completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.